Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: when you put the needle onto a syringe and try to plunge it there is a lot of resistance. Have to forcefully push down the plunger just to get the solution into the needle. Several boxes are affected about every other needle in each box. Causing patient discomfort. Did not give an exact date noticed the issue as soon as they got them earlier this week.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: when you put the needle onto a syringe and try to plunge it there is a lot of resistance. Have to forcefully push down the plunger just to get the solution into the needle. Several boxes are affected about every other needle in each box. Causing patient discomfort. Did not give an exact date noticed the issue as soon as they got them earlier this week.